Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station tower door had a broken hasp and door did not close. A field service engineer inspected the station and verified that the customer replaced the broken hasp from another spare tower inorder to resolve the issue. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had tower door hasp found broken. The customer mentioned that the malfunction occurred during dispensing a medication. There were no adverse events or injuries reported based on this event.